Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a bursa sided cuff reconstruction, a total of 4 tendon anchors from 2 packaging units broke. The first two (2) during loading on the bone anchor instrument and the other two (2) during implantation in the patient's body. These were completely removed with a grasping forceps. The procedure was successfully completed with non-significant surgical delay using a s+n back-up device. No further complications were reported. There was no patient damage; however after surgery, it was noted that the temperature indicator of the packaging units showed a color change (black) and thus a temperature exceedance.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection found two unopened units with the temperature indicators on the boxes and internal packaging that have been set off. A functional evaluation revealed the tendon anchors functioned properly when tested a reference inserter. Based on the condition of the product material found during visual inspection, no fracture of the implant could be confirmed. Without the requested information, the clinical root cause of the reported anchor breakages and temperature was exceeded per black indicator light cannot be definitively concluded. The patient impact beyond the reported, is not anticipated, as it was communicated that the anchors were removed with grasping forceps, and ¿no patient damage¿ occurred or patient injury alleged. Additionally, the procedure was completed with a non-significant procedural delay using a smith and nephew back up device. Therefore, no further clinical/medical assessment can be rendered. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the drawing found that a material certificate of analysis from each raw material supplier is required. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was verified and the root cause was associated with transport/storage. Factors that could have contributed to the reported event include exposure to temperatures exceeding 40°c (104°f) during transportation or at the customer site. No containment or corrective actions are recommended at this time.